Event description:
The customer received a result of "hi". Customer called customer care to find out what that meant. The customer went to the e.r. And 45 minutes later at the hosp customer's blood glucose was 317mg/dl. No treatment was received. Controls were not in use. A request was made for the return of the suspect device and replacement product was sent.